Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The medical records indicate that the device was implanted for deep vein thrombosis (dvt) and pulmonary embolism (pe) with a contraindication for anti-coagulation due to a gastro-intestinal bleed. The device was place without incident via the right femoral vein and deployed to lie below the renal veins. It was reported that the device has caused severe and persistent chest pain, among other things. According to the information received, as a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information contained in the patient profile form (ppf) indicates that the device was unable to be retrieved although there have been no known recorded attempts to remove the filter. The patient also reports to have persistent pain, swelling in the groin and legs, mental anguish and depression. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Chest pain, pain, swelling of the groin and legs and anxiety do not represent a malfunction of the device and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the device and the reported events. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15983273) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease filter. The device, inter alia, caused severe and persistent chest pain. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no known recorded attempts to remove the filter. The patient also reports to have persistent pain, swelling in the groin and legs, mental anguish and depression. According to the medical records, the patient¿s pre-operative diagnosis was pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient received the filter as anticoagulation was contraindicated due to gastrointestinal (gi) bleeding. The filter was successfully deployed below the renal veins and the patient tolerated the procedure well.